Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1802001) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) tip could not pass the vessel well. There was no reported patient injury. The device will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Additional information received indicates that the patient was not morbidly obese. The vessel type was arterial. The puncture femoral site is tortuous. The vessel level of tortuosity is severe. There was a normal removal of the device from the package. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The angle of access was between 30 and 45 degrees. The patient¿s bmi was not greater than 40 kg/m2. There was resistance during device insertion. There was no force applied when retracting the sheath. The sheath was not inked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Hemostasis was achieved with manual compression in less than thirty (30) minutes or less. The patient's hospitalization was not extended as a result of the event. The patient has recovered. As reported, the 5f mynxgrip vascular closure device (vcd) tip could not pass the vessel well. There was no reported patient injury. The vessel type was arterial. The puncture femoral site is tortuous. The vessel level of tortuosity is severe. There was a normal removal of the device from the package. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The angle of access was between 30 and 45 degrees. The patient¿s bmi was not greater than 40 kg/m2. There was resistance during device insertion. There was no force applied when retracting the sheath. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Hemostasis was achieved with manual compression in less than thirty (30) minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent. A device history record (DHR) review of lot f1802001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the bent tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (tortuous) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. A torturous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.